Event description:
It is reported, the nurse encountered difficulty flushing the line using a transparent needle free connector. No patient harm.

Manufacturer narrative:
A mz1000 china product was not available for investigation of (B)(4) however, the customer confirmed that the complaint sample was from lot 25085184. The feedback provided by the customer states that, " the nurse encountered difficulty flushing the line using a transparent needle-free connector". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25085184 did not identify any in process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.